Event description:
It was reported that the patient boston scientific technical services (ts) with report of a red blinking light on the remote home monitoring communicator, indicating a potential product performance issue related to this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting was performed to get the communicator to upload data to the remote home monitoring server, however was unsuccessful. A replacement communicator was shipped to the patient, and the patient was referred to their physician. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.